Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. History analysis was performed by checking the pump memory for relevant data. The review of the mentioned event date ((B)(6) 2016), and a few days around the event date, shows that the e4 (occlusion) error has occurred several times. As the customer has not cleared the e4 (occlusion) error according to the user guide. Thereby the pump has triggered the e4 (occlusion) again and again. If the e4 (occlusion) error occurs, the pump switched from run mode into stop mode. Consequently, no insulin was delivered.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level up to 480 mg/dl and ketones of 5.7% requiring hospitalization; treatment received was not provided. Caller alleges the pump delivers no insulin. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.